Event description:
The following article was reviewed: poublon, c.g., holewijn, s., van sterkenburg, s.m., tielliu, i.f., zeebregts, c.j. And reijnen, m.m., 2017. Long-term outcome of the gore excluder aaa endoprosthesis for treatment of infrarenal aortic aneurysms. Journal of vascular and interventional radiology, 28(5), pp.637-644. Https://doi.org/10.1016/j.jvir.2017.01.012. The reviewed literature article is a retrospective study of 248 patients presenting with infrarenal aortic aneurysms between january 2000 and december 2015. Two centers participated. Fifty-two patients were treated with legacy (high perfusion) gore devices. One hundred ninety-six were treated with (low perfusion) gore® excluder® aaa endoprosthesis devices. Patient outcomes were not broken down by device. Because patients were predominantly treated with gore® excluder® aaa endoprosthesis devices, that brand name has been selected for reporting purposes. Two possible aneurysm-related deaths were reported. Details regarding these deaths including cause and timing after the index procedure were not provided.f these patients.

Manufacturer narrative:
Devices remain implanted. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Poublon, c.g., holewijn, s., van sterkenburg, s.m., tielliu, i.f., zeebregts, c.j. And reijnen, m.m., 2017. Long-term outcome of the gore excluder aaa endoprosthesis for treatment of infrarenal aortic aneurysms. Journal of vascular and interventional radiology, 28(5), pp.637-644. It has been determined that this literature article has already been reviewed and reported with the gore reference numbers: (B)(4). As a result, it has been determined that this medwatch (3007284313-2024-03509) is a duplicate report and is therefore being retracted.